Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Oxygen flow sensor.

Event description:
The customer reported the ventilator alarmed due to a gas supplies lost: safety valve open alarm occurrence, indicating the oxygen source is either disconnected or not detected by the oxygen pressure switch. If this failure occurs during normal ventilation mode, use the ventilator will alarm and the safety valve will open. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer reported the device was connected to oxygen at the time of the reported problem. As the device is out of warranty, the customer contacted manufacturers product support. The manufacturers product support engineer (pse) advised the customer to perform flow testing and the customer reported it was out of specification. The pse advised the customer to replace the oxygen flow sensor to address the reported problem.